Event description:
It was reported that using a right femoral artery access approach during a diagnostic procedure of the right coronary artery (rca) the pilot 150 guide wire was advanced to the rca for angiography, however, during the attempt to remove the guide wire, it prolapsed on itself and the distal tip detached and remained in the vessel. It was noted that the physician used a second guide wire and an unspecified balloon dilatation catheter and was successful in capturing the detached tip; it was brought to the sheath, however, it dislodged and migrated to the left femoral anatomy. An interventional radiologist was employed and the detached tip was successfully retrieved and removed from the anatomy using an unspecified snare device without surgical intervention. Although it was noted that the procedure was prolonged by one hour, there was no reported adverse patient effect or resultant clinically significant delay. The patient was discharged and a few days later was admitted for a different procedure. A percutaneous transluminal intervention (pti) procedure was completed as treatment unrelated to the guide wire detachment issue. The patient was successfully treated and subsequently discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported separation was confirmed via returned device analysis although the prolapsed guide wire could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.